Manufacturer narrative:
(B)(4). Similar to device under 510(k) p070016. Summary of investigational findings: visual inspection found captor valve torn which is assumed to be the root cause of this event. Based on what is reported and the results of the investigation unknown how and when the disk was torn, however this tearing of discs most likely happened somewhere during the procedure. Internal actions have been initiated and relevant personnel have been informed of this incident. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: after deploying the graft, the surgeon removed the dilator from the delivery sheath to balloon mould the graft. A significant amount of blood leaked from the valve and around the sides of the black screw piece on the hemostatic valve. This leaking continued even after the valve was screwed to the close position. Patient outcome: no adverse effects to the patient were reported due to this occurrence.